Event description:
Home pt (hp) reports leak in pt line tubing of homechoice set during prime. Leak noted close to cassette of set. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per hp.